Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined but suspected to be caused by fatigue from non-union. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2023 that a sign fin nail implanted to repair a fracture was exchanged. The fin nail was previously reported to the FDA as broken on (B)(6) 2023, with the patient identifier (B)(6). The broken fin nail was replaced with a 11mm x 340mm standard nail per the sign technique manual. Surgeon comment: "fin nail failure with non union was reported. Broken nail was removed and reinsertion of standard larger nail was inserted. Bone flutes were more collectable with separated retrograde reaming."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined but suspected to be caused by fatigue from non-union. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2023 that a sign fin nail implanted to repair a fracture was found to be broken during a follow up visit.